Event description:
It was reported that pump battery depleted too quickly during use. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.